Manufacturer narrative:
That are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after pulmonary vein isolation, the balloon catheter was removed from the sheath and a competitor product was inserted into the sheath. After using the competitor product, air was observed in the cardiac anatomy and st elevation was observed. The air was aspirated from the patient using a competitor catheter and the st elevation resolved. The physician commented that air likely entered from the valve of the sheath when the balloon catheter was removed. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, 4fc12 with lot number 35705-25, and data files were returned and analyzed. The data files did not show any system notices or issues. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and torn. In conclusion, the reported issue of air ingress has been confirmed through testing. A clinical issue was also encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.